Event description:
On (B)(6) 2011, pt requested assistance with a cartridge change and reported she had hypoglycemia of 50 mg/dl the night before. Pt treated hypoglycemia with food, and blood glucose dropped to 25 mg/dl 3 hours later. Pt treated hypoglycemia and disconnected from the infusion device. Pt had been on pump therapy for 3 weeks, and the time, date, and basal rates were programmed correctly. Pt was educated on how to remove air bubbles during the troubleshooting call. Follow-up was completed with tp and clinical specialist on (B)(6) 2011, and both reported concerns with hypoglycemia and unintended insulin delivery of the infusion device. Pt reviewed the bolus history with what is recorded in her logbook. On (B)(6) 2011, there were 4 bolus amounts listed in the history that pt did not deliver. There were 2 boluses that pt did deliver that were not reflected in the history. Clarification was also provided for the hypoglycemic event. Blood glucose decreased to 42 mg/dl at 10:36 p.m. On (B)(6) 2011, and husband provided orange juice for treatment. Pt would not have been able to gather this treatment alone. Blood glucose elevated to 59 mg/dl at 10:43 p.m. And 70 mg/dl at 10:55 p.m. Blood glucose then dropped to 25 mg/dl at 1:34 a.m. On (B)(6) 2011, and husband provided another cup of orange juice and pt turned the infusion device off. Blood glucose was 32 mg/dl at 1:46 a.m. And 305 mg/dl at 9:05 a.m. Pt looked at the infusion device and noticed the cartridge chamber was full of insulin. This was when she called for assistance with a cartridge change. Pt had not consumed alcohol or had any lifestyle changes. Infusion device was not exposed to water, dropped, or cracked. Normal blood glucose is 118-248 mg/dl. Infusion device and adapter were replaced and requested for eval. Pt was sent a complimentary box of infusion sets.